Event description:
The patient was brought to the emergency room where he was found to have a heart rate of 27. The patient's ddd pacemaker was not functioning. An external pacemaker was applied and he was given CPR. The patient had no blood pressure virtually throughout the entire code which lasted for nearly an hour and a half. Electrocardiograms were reviewed and noted to show noncapture of ventricles with an idioventricular rhythm at approximately 30. After approx. 10-15 minutes of additional CPR, the code was called. At the time of death, the cardiologist indicated to the family that the pacer was not capturing, probably as a result of displaced or broken lead wiresinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.